Manufacturer narrative:
Date of event estimated. Implant date estimated. The UDI# is unknown because the part and lot numbers were not provided. The death referenced is filed under a separate medwatch report number. The devices were not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported heart failure and myocardial infarction could not be determined. The reported patient effects of heart failure and myocardial infarction are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. The reported hospitalization (required or prolonged) was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature title : association of heart failure duration with clinical outcomes after transcatheter mitral valve repair for functional mitral regurgitation.

Event description:
This is filed to report heart failure, myocardial infarction, and prolonged hospitalization. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: death, heart failure, myocardial infarction, and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "association of heart failure duration with clinical outcomes after transcatheter mitral valve repair for functional mitral regurgitation". No additional information was provided.